Manufacturer narrative:
(B)(4). Batch #: t93477. Investigation summary: the handpiece was received with nose cone slightly separate from the mid housing. No functional testing could be performed due to due to the separation of the nose cone and the mid housing and no instrument could be attached to the handpiece. Due to the device returned condition we were unable to investigate further the reported issues. The instrument was disassembled to inspect internal components. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion can be made as to how the nose cone was separated. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that hand activation line failure was found during an unknown procedure. Changed to another device to complete the surgery. There was no patient consequence reported.